Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a hardware removal due to an infection. On (B)(6) 2018, the patient underwent a bilateral sagittal split osteotomy using a mandible of trumatch mandible plate mini and an unknown screws. On (B)(6) 2018, the patient developed the first symptoms of an infection (only one side) after surgery was observed. The surgeon was certain that it was a surgical issue and not the implants. There was no issue with the bone quality or planned occlusion. Initially, the case was treated with antibiotics and then following the healing of the osteotomies (at least 8 weeks), the plate and screws were removed. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) unknown matrix screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional data- initial reporter phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description provided. Investigation summary the screw delivered from synthes to customer (through materialise) are all delivered in an unsterile condition. Based on this no investigation will be done on those from synthes side. We have forwarded the received information to the materialise for investigation, as they are responsible for development of plate and screw connection, find the statement below results + date: for this complaint, the device history records of the five infection cases were reviewed. The bsso plates were designed according to the work instructions. As such, the work instructions on screw placement and plate design were reviewed. In the applicable time frame, the work instructions were updated to adjust the maximum distance between the screws. As the minimum screw distance remained, this change would not affect the issue stated by the complainant. Process changes and capas initiated in the appropriate time frame were evaluated. No changes affected the biocompatibility or cleaning process of the devices. As the surgeon indicated, some of the infections probably occurred due to inadequate wound closure. However, this cannot be confirmed nor excluded based on the available information and it does not explain the other infection complaints. Root cause process category: root cause not found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: updated event description: it was reported that on an unknown date, the patient underwent a hardware removal due to an infection. Originally, the patient underwent a bilateral sagittal split osteotomy of the mandible using a trumatch mandible plate mini and an unknown screws, on (B)(6), 2018. On (B)(6), 2018, the patient developed the first symptoms of infection particularly on the left side after surgery was observed. The surgeon was certain that it was a surgical issue and not the implants. There was no issue with the bone quality or planned occlusion. Initially, the case was treated with antibiotics and then following the healing of the osteotomies (at least 8 weeks), the plate and screws were removed. It was unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves one (1) trumatch mandible plate and an unknown quantity of screws.